Event description:
A peritoneal dialysis pt presented with symptoms of peritonitis on 12/13/96. Clinic staff noted "cracks and pinholes" in catheter extension set placed on pt on 11/29. Staff noted cracks in other sets of same lot number. Nineteen samples were returned to MFR for analysis. Pt was susccessfully treated with antibiotics.